Event description:
It was reported to boston scientific corporation that a percuflex plus stent device was prepared for a procedure within the urinary duct. According to the complainant, after unpacking, they found the stent was damaged. The procedure was completed with another percuflex plus stent device. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual analysis of the returned percuflex plus stent was performed. Following a detailed device analysis, it was found that the renal pigtail was detached, the suture was returned broken and the suture hole was received torn. Taking into consideration the findings from the product analysis together with all available information, the most probable root cause is ¿handling damage.¿ a review of the device history record (DHR) was performed and no issues were identified which might have caused or contributed to this complaint.

Event description:
It was reported to boston scientific corporation that a percuflex plus stent device was prepared for a procedure within the urinary duct. According to the complainant, after unpacking, they found the stent was damaged. The procedure was completed with another percuflex plus stent device. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.